Event description:
Ous MDR - it was reported that one day after the implant an increase in pacing impedance (> 3000 ohms), high threshold and non-capture were found. The lead is still sensing, but with a decrease in p wave amplitude.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided screen shot of the quick view data and the x-ray image. Consistent with the complaint description, the available data showed that the pacing impedance was greater than 3000 ohms. Based on the available x-ray image of the pocket region, the lead seems to be completely inserted into the device header. No peculiarities were noted. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Based on the available information the root cause of the observation could not be determined. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. The reported event was recorded in our data base and we will continue monitoring for potential future trends.